Manufacturer narrative:
The device powered up properly after battery installation and was received with operating currents within specification. The device was monitored and no blank display anomalies were noted. There device had no damage on the lcd isolation tape noted and the device passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. There were no motor error alarms noted and the motor was tested outside the device and passed. The device was received with intermittent buttons due to corroded keypad traces. The device had no button error alarms and no display ramping on its own anomaly noted. The device was received with a cracked case at display window corners, cracked battery tube threads, a minor scratched display window, and a broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not performed. The device was returned for analysis.